Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause of the failure is a defective esd700. Pins 1 and 2 on esd 700 were intermittently going out of tolerance. The root cause of the defective pins was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.